Manufacturer narrative:
Update to the initial MDR in fields: additional information was received that the reason for the patient's explant procedure was due to elective reasons. No device malfunction was suspected. The patient is reportedly doing well. The returned product analysis indicated that the ipg passed electrical, performance and visual inspection test performed. The ipg exhibits normal device characteristics.

Event description:
A report was received that a patient was explanted. The reason for the explant is unknown.

Event description:
A report was received that a patient was explanted. The reason for the explant is unknown.